Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The reported patient effects of occlusion, vascular injury (tissue damage) and surgical exposure (surgical intervention) are listed in the proglide instructions for use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported back wall stitch and difficulty removing the device could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6f, 14f - sentrant mdt; corevalve 29mm mdt, heparin; proglide. The additional proglide device referenced is filed under a separate medwatch report. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was completed with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly, the pre-placed sutures of the two proglide devices were tightened, but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. Protamine was given. The patient complained of a sore left foot. An angiogram identified an occlusion at the left common femoral artery access site. A surgical cutdown under general anesthesia was performed to remove the two proglide sutures that had captured the back wall of the artery and a dacron graft repair was performed. The physician stated that the small vessel lumen and the foot caught on posterior wall plaque and the posterior vessel wall would have given resistance to the proglide as it was removed. Hospitalization was extended. There was a clinically significant delay in the procedure. No additional information was provided.